Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump may not have been delivering insulin properly. Customer reported experiencing consistent high blood glucose levels that had to be treated with manual injections. Blood glucose level was 230 mg/dl at the time of the call. During troubleshooting, the insulin pump failed the high pressure test twice. No further information was provided.